Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the gross pathology of the heart was normal. Cardiotoxicity was confirmed with the blood concentration in ascites and blood was five time the upper limit of normal.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's physical condition was deteriorating resulting from symptoms of bradycardia. A pacing failure of no capture at the maximum output was observed by a holter electrocardiography. The right ventricular (rv) lead settings were changed but no capture persisted. Initially, a lead dislodgement or fracture was suspected as a cause of no capture but during the temporary lead implant attempt, the pacing failure persisted which led the physician to suspect cardiomyopathy was the cause of the pacing failure. It was reported that an increase in the patient's medication was also a possible cause of the deterioration of the pacing thresholds. The patient went into cardiac arrest and percutaneous cardiopulmonary support was necessary to recover the patient's heart rate. The patient was monitored in intensive care unit (ICU) but later, passed away.